Event description:
It was reported that this left ventricular (lv) lead exhibited a decrease in impedance. No out-of-range values were observed. (B)(6) technical services (ts) was contacted for further review. No adverse patient effects were reported. This product remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).